Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump did not charge despite being placed on the charger for approximately a full day, with a steady charge indicator observed at the time, and the device component implicated was the battery; the device has since charged successfully and no alerts or alarms were reported. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user¿s caregiver and analysis of information provided. Investigation of this case revealed an energy storage system problem consistent with premature battery discharge, localized to the battery component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. The user was advised to ensure the steady charging light is present, to contact support if the issue recurs, and a backup charger was provided.